Event description:
It was reported that during a starr longo procedure, surgeon did fire the instrument, and he felt right away that the handle did go all the way, when removing the instrument he could see that no clips had been formed, and they were loose and fell out, when he removed the instrument after firing, but the cut was done. The surgeon sutured the cut by hand instead, no danger to customer according to surgeon. By mistake the device was discarded. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.